Event description:
Patient reports shock from electrical stimulation equipment during normal cycle. No evidence of burn, or skin reaction. Patient accompanied to occupational medicine, in same building, to be seen by physician/pa. Patient demonstrated moderately antalgic gait pattern intermittently. Equipment is now in biomedical engineering. Upon evaluation, cables (inside) were found to be damageddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, cable. Conclusion: no failure detected and product within specification, there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.